Manufacturer narrative:
The customer's base unit with usb cable was provided for investigation. A visual investigation was performed. The unit was also opened and investigated. Communication via the provided usb cable was tested and communication was found to run without error. A root cause for the melted cable could not be determined. A material error could not be excluded, but is unlikely. A customer misuse of the cable could not be excluded. The failure was determined to be a unique event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that the micro usb cable connected to the accu-chek inform ii base unit serial number (B)(4) was melted. The damage only occurred with the cable itself. There was no damage evident with the accu-chek inform ii base unit. The cable was damaged on the plastic and metal parts of the micro usb connector. The dip switch on the accu-chek inform ii base unit was in the extreme right position. There were no adverse events related to this event. The customer's product has been requested for investigation.